Event description:
Customer reports receiving an inaccurate reading on her blood glucose meter. Customer received reading of 121 mg/dl compared to lab result of 300 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.